Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 20452 was returned and analyzed. Visual inspection of the balloon catheter was carried out on the balloon, shaft, and handle segments. No anomalies were identified. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for seven applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and temperature curve had no oscillation or overshoot. Deflection testing (lever pushed to the forward and backward position) was performed, the shaft re-acted as initially intended. No kinks were identified on the shaft and after dissection, the pull wires were also intact. In conclusion, the clinical issue of effusion occurred during the procedure. There is no indication of a relation of the adverse event to the performance and malfunction of the product, the balloon catheter passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, transseptal access was difficult to obtain with the sheath. Following the last ablation, an effusion around the ventricle was observed. Pericardiocentesis was subsequently performed. The case was completed with cryo.  No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: 990063-020, product type: mapping catheter; product ID: 12fcc13, product type: sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.